Event description:
Customer reported leak noted "at the upper portion of the blue plastic piece that precedes, the portion that is inserted into the pump module". No pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak at the blue top connector was confirmed. The leak was observed to be at the engagement of the tubing to upper fitment. The cause of the leak was identified as insufficient bonding solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.